Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2016 with the following findings: investigation revealed a dim and discolored display. The battery compartment was cracked at the threads. Corrosion was observed in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened up and no further evidence of internal moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. The battery compartment was cracked at the threads. In addition, corrosion was observed in the battery compartment. This report is made based on results of investigation completed on 03/18/2016.